Event description:
It was reported that during testing the cadd-solis pump had the downstream occlusion seal (dso) was ripped. This damage would affect the functionality and put the pump at risk to fluid ingression. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.